Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple patients were not appearing in the facility search. A technical support specialist (tss) determined that this exceeded the configured admission inactivity days threshold, causing the patient to no longer appear on the station. The tss advised increasing the admission inactivity days setting to a higher value (e.g., 250 days) and performing a remove/return transaction to reactivate the encounter, once the patient reappeared on the station, guided navigation to device settings to revert the admission inactivity days setting back to the default value of 30 days. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple patients were not appearing in the facility search. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.